Event description:
The standard fixation pin; #86-4192; was missing from the instrument set. This pin is normally needed to stabilize the distal femoral cutting block during sawing. The rep went to the local hardware store and purchased a rotozip drill bit to use in place of the 86-4192. The rotozip bit was sterilized and used in the case. (Dr was aware of this and did not disagree with this whole process). The bit broke in half during the case slightly underneath the bone surface. The surgeon decided to leave it in the pt and complete the case.